Event description:
The stent was positioned and deployed without issue at an unspecified site through the right groin. While pulling out the delivery system, the hypo tube came off leaving the tip of the delivery system in the pt. The physician was able to retrieve the detached tip of the catheter from the pt's vasculature. There was no injury to the pt.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The lot number was provided and review of the device history record for this lot is forthcoming.